Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that the pump was explanted per the patient¿s request. It was noted that the therapy did not provide the patient with the patient¿s expected pain relief and that the patient preferred to have the pump out as it was irritating at the pocket site. The catheter was tied off with the intrathecal portion remaining implanted. Additional information was received from the representative on 2017-feb-21. It was reported that the representative was present at the scheduled explant on (B)(6) 2017 and received the information from a consumer on that date. The most appropriate person to contact for additional information was provided. It was indicated that the representative did not have information pertaining to when the patient first started experiencing the irritation at the pocket site and lack of pain relief, what diagnostics were performed, or the cause of the irritations and lack of pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.